Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: blood pump.additional text: unable to obtain a fill signal despite many fill cables, console changes.specific component(s) involved: other component malfunction, specify.additional text:other component: uanble to locate definitie cause could be hall switch or internal wiring.causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): other interventions, specify.other intervention : put device in fixed mode.implant device type: both (in the same or visit).malfunction device type: both (in the same or visit).